Event description:
New information received stated that inappropriate sensing was noted on the lead, despite new settings. Lead was explanted and replaced.

Event description:
A merlin.net transmission reported a possible lead issue. The patient was brought in for device interrogation. A decrease in impedance was found. The svc coil was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.